Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. If implanted, give date: although the exact implantation date was not provided, it was reported that the stent was implanted in (B)(6) 2013. (B)(4) for the reported event of stent migration. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
The stent was returned for analysis. A visual examination of the returned device found a weld at one of the looped ends of the stent was broken. No other issues were noted to the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration and pain are identified in the directions for use as anticipated complications of the use of the device.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted during a procedure performed in (B)(6) 2013 into the sigmoidal colon of the patient. The stent was placed as treatment for a stenosis due to colonic cancer. There were no issues during the initial stent placement. According to the complainant, approximately two months following the stent implantation on (B)(6) 2013, the patient followed up with the physician due to abdominal pains. At this time, it was determined that the stent had migrated to the rectum and was ¿u-shaped¿. The stent was removed from the patient and no further treatment was performed. In the physician¿s assessment, the stent likely migrated with excreted stool. In addition, the physician notes that the stent length may have contributed to the migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted during a procedure performed in (B)(6) 2013 into the sigmoidal colon of the patient. The stent was placed as treatment for a stenosis due to colonic cancer. There were no issues during the initial stent placement. According to the complainant, approximately two months following the stent implantation on (B)(6) 2013, the patient followed up with the physician due to abdominal pains. At this time, it was determined that the stent had migrated to the rectum and was ¿u-shaped¿. The stent was removed from the patient and no further treatment was performed. In the physician¿s assessment, the stent likely migrated with excreted stool. In addition, the physician notes that the stent length may have contributed to the migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable.